Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was connected to a drain. At the hospital room, the reservoir was unable to be locked. There was no adverse patient consequence reported. No further information is available.